Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer was treated at the hospital. Troubleshoot was not able to be completed due to customer being a baby and beginning to cry.